Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint on the interface board. No low battery alarm could be verified due to the blank display. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 125 mg/dl. The customer stated that he had received a low battery alarm, replaced the battery, and bolused successfully for lunch. By the time he reached home from work, he observed the blank display. No significant events leading to the blank display were noted. Troubleshooting did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.